Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after a cannula came out shortly after a recent supply change, with sensor data showing glucose at 312 mg/dl and a prior reading of 307 mg/dl; no confirmatory fingerstick was performed and the cgm sensor had been replaced the night before. Symptoms included high blood glucose. Outcomes included no hospitalization and no long-term impairment reported. Troubleshooting and education were completed with the user regarding infusion site integrity, sensor use, and hyperglycemia management. Investigation included a review of the reported event details and user-reported device performance. Investigation of this case revealed that the dislodged cannula was the probable contributor to the hyperglycemia, while the cause of the event was otherwise unclear given the absence of corroborating meter data. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.